Manufacturer narrative:
A complaint investigation was performed on the pump in question. It was not possible to download the event history because when the device was connected, the activity indicator leds of the module did not turn on, apparently due to damage to the module. However, the device was turned on to check its operation and the display showed the infuser icon without a battery installed, with a battery installed and connected. In biomedical values, it did not show the manage network option. The information of pump records reviewed on the device screen was limited compared to the events that could be downloaded from the ICU medial mednet software. For this reason it is not possible to review the programming values, and when infusions were started and/or stopped. No alarms were found on the device¿s screen indicating that the device had deactivated by itself or if there were any relevant alarms that could confirm the customer's complaint. Further, the customer did not report specific programming to perform a customer protocol. The module and battery required replacement as part of the repair process to avoid communication and mode battery problems. Product verification tests (pvts) demonstrated that the device infused correctly with no over-delivery, no technical faults or alarms and no keyboard overrides, the probable cause was that, most likely, the dead battery interrupted the infusions.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated that the pump did not transfuse the completed dosage, remained deactivated several times during infusion. The medications that were being administered with the device were ondansetron and acetaminophen. There was patient involvement and no human harm.